Event description:
It was reported that patient was undergoing a nonunion repair at the distal radius on (B)(6). Vitoss ba foam pack was used to treat the fracture; the procedure was completed successfully. Five days post op, the patient was reported to have died. At this time, cause of death is unknown; contact was made with hospital risk management for medical records.

Manufacturer narrative:
Contact was made with the operating surgeon regarding this event. The patient was being treated to repair a nonunion at the distal radius using bone from the ileac crest. The procedure was completed successfully however, the surgeon noted that patient took an usually long amount of time to wake up following the procedure. The patient eventually awoke and was coherent enough to be transported to a rehabilitation facility the next day. It was reported that the patient was rather lethargic at the rehabilitation facility which was likely due to the trauma of removing bone from the ileac crest. The following sunday the patient was reported to have had low blood pressure and was transported to the hospital where the patient was pronounced dead on arrival. An autopsy was not performed on the patient. The surgeon noted that vitoss would likely not have caused this event. It was speculated that the patient suffered some type of cardiac episode which was unrelated to the use of vitoss. Additionally the surgeon suggested that a clot in the leg may have formed due to the reported lethargy causing an emboli which was unrelated to the vitoss. The hospital where the patient died could not be confirmed. The surgeon did not respond to additional attempts for the operative notes and the patients records. Additionally, the risk management staff elected not to provide the records since there was no direct linkage of this death to the use of vitoss.

Manufacturer narrative:
Device implanted and resorbed.

Event description:
It was reported that patient was undergoing a nonunion repair at the distal radius on (B)(6). Vitoss ba foam pack was used to treat the fracture; the procedure was completed successfully. Five days post op the patient was reported to have died. The cause of death was not confirmed however, it is not likely the result of vitoss.